Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Ejected clips. The instrument was returned with the cartridge cover broken off. The instrument was cycled and ejected the remaining clips due to the cartridge cover condition. No conclusion could be reached as to what may have caused the cartridge cover condition. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open procedure, although the device functioned properly at the beginning, the clip did not come out even though several clips remained. The device was used on the blood vessels. When the handle was grasped multiple times, 2 or 3 clips deployed at the same time. After that, the clip ejected when the handle was grasped. Another device was used to complete the case. There were no adverse consequences to the patient. While the doctor was checking the device after the operation, the jaws were damaged.